Manufacturer narrative:
Upon inspection, baxter technician ran a function test on the stretchers brakes and noted brakes will engage and hold. The baxter technician thoroughly inspected the bed and was unable to duplicate the reported issue. The bed functioned as designed. However, if the reported event of brakes not holding were to recur, it would be likely to cause or contribute to death or serious injury, therefore baxter considers this event reportable.

Event description:
It was reported the brakes are not holding. It was noted the brakes can engage pedal but wheels still roll. The bed was located at the account. There was no patient/user injury reported.